Event description:
It was reported to boston scientific corporation in 2009, that a resolution clip device was used during an egd (esophagogastroduodenoscopy) procedure performed the following day. According to the complainant, during the procedure, the clip would not deploy from the catheter. When the physician attempted to pull the catheter out of the scope, the clip detached from the tissue. The clip fell into the pt. The clip was retrieved using grasping forceps. The physician stopped the bleed using hot biopsy forceps and 2 cc of epinephrine. The pt's condition at the conclusion of the procedure was reported to the good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.